Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, there was an episode of premature ventricular contraction caused by right ventricular lead noise oversensing. No intervention was performed at this time. The patient was stable and would continue to be monitored.